Event description:
The customer reported getting no delivery alarms during bolus. Troubleshooting was performed. The blood glucose reading was 460mg/dl. The infusion set was changed and the issue was resolved. The customer mentioned that the insulin pump had sticking buttons. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime/fill anomaly. The device had missing end cap sticker.